Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline. The customer contact reported that during priming prior to pt use, an unspecified volume of solution leaked reportedly at the two ends of the tubing set. No specific details were provided. The tubing set was replaced. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.